Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4012swc was removed on (B)(6) 2018 due to failure to osseointegrate around 1 year after implantation. The patient has history of hypertension and is a tobacco user. The patient required a bone graft for the surgery. The doctor noted local infection and pain during explantation. The patient has recovered without complications.